Event description:
It was reported that there was stimulation to the buttocks and abdominal area. Palpation created a noted stimulation in the buttocks and abdominal area. X-rays were taken which indicated t-spine showed leads at t-7/t-8. The leads were then moved caudally on (B)(6) 2009. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).